Manufacturer narrative:
Additional information is provided: no similar complaints have been received for the reported lot. All batches are released according to the required specifications and all initial testing results are within specification. As a complaint sample, an almost empty syringe was received. Our lab was unable to perform any tests, since not enough sample was present in the syringe. Due to insufficient sample, this complaint report cannot be verified. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that post operative corneal haziness was observed after viscoelastic product had been used during the surgery. Patient treatment and current status information is unknown. Additional information has been requested.

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested, but none has been received. (B)(4).